Manufacturer narrative:
The reported field event of erosion could not be traced to the device. The device was tested on the bench and using automated testing equipment, and no anomalies were found.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device. The device was tested on the bench and using automated testing equipment, and no anomalies were found.

Manufacturer narrative:
(B)(6)2021.

Event description:
It was reported the patient presented in the clinic. It was observed the patient's implantable cardioverter defibrillator had nearly eroded through the device pocket. The patient's device was explanted and replaced on (B)(6) 2021. The patient was reported to be recovering from the procedure.